Event description:
It was reported that the user experienced two hypoglycemic episodes and was preemptively treating when glucose was at or above 75 mg/dl, which disrupted automated insulin dosing and led to further drops despite taking approximately 60 grams of oral glucose tablets in total. Symptoms included hypoglycemia with a nadir of 63 mg/dl. Outcomes included no hospitalization, no emergency care, and no injury beyond the transient hypoglycemic events. Investigation included review of device data and user technique through troubleshooting and education. Investigation of this case revealed that user behavior, specifically pretreatment and overtreatment of anticipated lows, interfered with the algorithm¿s ability to adapt insulin delivery, and the device was determined to be functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.